Manufacturer narrative:
Investigation results: the complaint articles were available for investigation. The components are in a "ood" condition but the recommended maintenance dates were exceeded. Maintenance due: 06/2019. No visual deviations can be found during visual inspection and functional tests were carried out successfully. The "apliers" were forwarded to the responsible department for further investigations. This report will be updated as soon as the investigations are completed. The device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from these batches. Based on the information available as well as a result of our preliminary investigation the root cause of the failure is most probably related to an insufficient usage. According to the statement of the sales rep, the failure was usage related. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Further investigations are ongoing and this report will be updated as soon as the investigations are completed. Furthermore to ensure reliable surgeries, aesculap ag recommends maintaining the products as indicated on the maintenance label. A CAPA was not initiated.

Event description:
It was reported that there was an issue with a challenger shaft. According to the complaint description ligature clips fell into patients abdomen intraoperatively. Type of surgery: gall bladder removal. The surgery took 45 minutes with no significant surgery delay. No patient harm was reported. All parts were directly removed from patients abdomen. The used cartridges were pl569t. Additional information received on 30 jun 2020: sales rep stated that during preparation two points were identified. If the cartridge is not loaded correctly, a jam may occur when the clips are loaded. Therefore the failure is maybe related to the user. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00278 (400476599 - pl536r). Involved components: pl510r - handle f/pl506r & pl508r - batch: 62243673. Pl510r - handle f/pl506r & pl508r - batch: 62243673. Pl569t - ligating clips m/l 12/box - batch: unknown.